Manufacturer narrative:
A medtronic representative evaluated the imaging system. The system was not taking 2-d images because the door wasn't fully closed. The door opening problem was because the image acquisition system was in a collision state and the gantry couldn't straighten out to 90 degrees to have the door open. Representative demonstrated proper usage and positioning techniques to the site. A full system checkout was successfully completed, with all checks passing. The system is fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion case, the imaging system displayed a collision zone warning, and it was unable to take an x-ray. Upon reboot, the system was functional. However, after the scan, the system could not be removed from around the patient. The site manually removed the system. There was a reported delay to the procedure of less than 1 hour due to this issue. Procedure was successfully completed, with no adverse effect on patient outcome.